Event description:
Reported by the customer as: over infusion. No pt injury, pump found to be out of spec during testing. Pump was not on a pt.

Manufacturer narrative:
Method: actual device from event was evaluated. Results: standard performance tests were completed, which includes accuracy testing. Conclusions: performance tests confirmed accuracy is out of specification. Motor bearings and motor are worn, which caused the slight over delivery failure. Motor and bearing replaced and the pump was recalibrated to specifications.